Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving baclofen [500 mcg/ml] at a dose of 140 mcg/day via an implantable pump. The indication for use was not provided. It was reported that on (B)(6) 2018, the patient came for a refill and there was a 10 ml discrepancy in expected versus aspirated volume. The patient came back for the next refill, and this time a discrepancy of 5 ml was observed. It was reported that the aspirated volume was greater than expected. There were no environmental/external patient factors that may have led or contributed to the issue. They put the patient on oral baclofen and the patient seemed "still" in that their spasticity symptoms had returned. It was noted the patient was a child. The hospital decided to replace the baclofen with saline and put the pump on minimum rate as they were concerned that the pump was malfunctioning. They were also planning to stop the pump and just use oral baclofen. It was noted that they had not checked the catheter because they did not want to take the patient back to the theater and that the patient was scoliotic so it would be difficult to replace the catheter. The pump also was not going to be replaced. At the time of the report the issue was not resolved and the patient status was "alive - no injury." No complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.